Event description:
A 5.5mm locking screw was noted to have backed out approximately 5mm on an x-ray taken post-operatively. Patient had been implanted with a 2 atb plates at l4-l5 and l5-s1. The screw backing out is one of the sacral screws. Surgeon plans to remove the screw.

Manufacturer narrative:
H3, h6: subject device has been received and is currently in the investigation process. No conclusion can be drawn at this time.